Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when they plugged the cord into the vaso view hemopro remained activated and started glowing red. They replaced the cable and device to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).